Manufacturer narrative:
Section a4, a5: unknown/ not provided. Asku. Section b3: date of event: unknown, not provided. Best estimate of date of event is between jun 10, 2020 and jul 15, 2020. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a multifocal intraocular lens (iol) was explanted from the patient's left eye. The reason for the iol exchange was not specified. Another johnson & johnson lens of a different model (zcb00) with a lower diopter (26.5d) was used as a replacement. The patient outcome not provided. No other information was provided.